Manufacturer narrative:
The pacemaker was disposed of and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a general device replacement procedure, a physician noted the right atrial (ra) lead was stuck in the header of the pacemaker. The physician was able to break the ra lead and the pacemaker was successfully explanted and replaced. No adverse patient effects were reported.